Event description:
User facility reported that after injecting medication into the pt they went to engage the needle into the needle protection and the protection was not long enough to cover the used needle.